Manufacturer narrative:
Device evaluation: it was reported by the customer that noted patient's IV was leaking. One photo was received for quality evaluation. Investigation of the photo indicates that the tubing was cut. The customer complaint of component damage - leak was confirmed. The root cause for the issue could not be fully determined because the physical sample was not provided, however, it appears that the tubing was cut after the infusion set was primed due to the leak not being identified until after the patient was transferred to a different unit. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: IV ringers lactate infusion running. Rn noted patient's IV was leaking. On further inspection, IV tubing split in half, leaving fluid leaking out.